Event description:
It is reported by the patient's attorney that mismatched components were provided for a total knee arthroplasty in 2008.

Manufacturer narrative:
Evaluation summary: it is unclear as to the meaning of "mismatched". The sales rep was contacted for additional information, however, no information was able to be obtained at the time of complaint closure. Without further information, the cause of the complaint can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.